Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue and did not observe condensation inside the unit. Upon initially testing the unit, the fse successfully completed a simulated treatment with test catheter and trainer without issue. However, the fse identified the gas loss alarm in the unit's logs. Moreover, during pressure regulator calibration, the compressor output test in high 1900s rpms, and slowly builds pressure to 390 +- 10 mmhg. Specifically, the fse observed that it takes about 40 seconds to build pressure. Noteworthy, unit has compressor installed bearing part number 0119-00-0179_b, 13 01092 47_dtech. As a precautionary measure, the fse resolved the issue by replacing suspect scroll compressor, vacuum and pressure filters. The fse performed calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient transport, condensation was found in the helium line of the cardiosave intra-aortic balloon pump (iabp) and alarmed gas loss, as well as helium leak. The end user swapped out console to continue treatment without issue. Of note, the iabp unit involved is permanently housed at tipton airport medstar 1 which is used for air patient transport. However, the unit was left at hospital center with biomed for servicing. No patient harm, serious injury or adverse event was reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10, h11. Corrected fields: g1. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period sep 2019 through aug 2021 was reviewed. There were no triggers identified for the review period.